Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report a discordant high initial result on a patient using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. The assay adjustment and quality control (qc) were checked and considered to be acceptable. A repeatability check (10 replicates) was performed with the same patient sample and the results were all <1.00 miu/ml. Another sample was selected for the repeatability check (10 replicates) that was within the assay linearity range. The average hcg result for this other sample was 739.0 miu/ml with a coefficient of variation (cv) of (B)(4). Siemens healthcare diagnostics is investigating. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings."

Event description:
A customer observed a discordant high result on a patient using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. The initially high result from the immulite 2000 xpi (sn: (B)(4)) was reported to the physician(s) and questioned. The customer performed repeat testing of the same sample on the same immulite 2000 xpi system, resulting lower. The lower repeat hcg result was reported as the correct result to the physician(s). There are no known reports that treatment was altered or prescribed or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
MDR 1219913-2021-00485 was filed on november 18, 2021 and MDR 1219913-2021-00485 supplemental 1 was filed on december 9, 2021. February 22, 2022 - additional information. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. In section h6, type of investigation, investigation finding, and investigation conclusion codes were updated based on additional information. Section h7 was updated to indicate recall and section h9 was updated to include the correction/ removal reporting number.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00485 initial report on 18-nov-2021 for a discordant, high result on a patient sample using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. On 02-dec-2021 additional information: siemens has completed the investigation. The customer had no concerns with their hcg adjustment or quality control (qc) results from the date of this event. The immulite 2000 hcg precision was checked at the site and found to be acceptable by running the discordant and another sample in replicates of 10. Based on the information provided, the potential cause of this discordant, falsely elevated hcg result is unknown. Contributing factors such as the integrity and/or handling of the sample cannot be ruled out. Quality control (qc) results were in range and there were no issues observed with other patient samples indicating that the instrument and reagents were performing acceptably. The repeat of the same sample yielded the expected results. A potential product issue has not been identified. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion code were revised.